Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: returned product consisted of catheter portion of the zelantedvt thrombectomy device. The device was returned with blood inside. The device shafts were found to have been broken and the hypotube kinked 10cm proximal of the tip. The separated ends of the shafts appeared to be jagged and damaged, which indicates tensile overload. The confirmed tensile overload to the shafts and the damaged hypotube, indicating the device was separated due to force being applied during handling of the device during the procedure.

Event description:
It was reported that the tip of the catheter broke. An angiojet zelante dvt catheter was selected for use in a thrombectomy procedure in the left leg. During use inside the patient, the tip of the device broke by the aspiration hole. The catheter and the non-bsc guidewire were removed together from the patient. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the tip of the catheter broke. An angiojet zelante dvt catheter was selected for use in a thrombectomy procedure in the left leg. During use inside the patient, the tip of the device broke by the aspiration hole. The catheter and the non-bsc guidewire were removed together from the patient. There were no patient complications and the patient's status is fine.